Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the arm. The patient reported that the night before, blood glucose readings were approximately 170 mg/dl after dinner and trending downward. The patient went to sleep and later woke in the middle of the night to an alarm from the omnipod system indicating that the pod had expired but decided to wait until the morning to replace it. The patient subsequently developed symptoms including vomiting, which prompted him to seek medical attention. The patient noted slight redness at the cannula insertion site upon pod removal prior to presenting to the hospital. The patient was subsequently hospitalized and diagnosed with diabetic ketoacidosis. Blood glucose was reported to be 500 mg/dl upon hospital admission. Treatment during hospitalization included insulin and fluids. The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026.